Event description:
It was reported that myopotential oversensing was observed on the device. Provocative testing was performed and the noise was not reproduced. The device was explanted and replaced due to normal elective replacement indicator (ERI). The patient was stable.